Event description:
Event description boston scientific, cardiac rhythm management received information that this cardiac resynchronization therapy defibrillator (crt-d) failed final pack testing and was thus returned to the reliability assurance laboratory for further analysis.